Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that experiencing shocking feeling in the vagina and sometimes her toes go down. Patient said she has felt this in different positions. Patient said that she tried to decrease the setting however that hasn't worked. When asked, patient said that they did have it up high. Agent did not ask about the circumstances that led to the reported issue. Reviewed general use however patient kept on receiving screen that had words open menu and said that the arrows looked different from the therapy screen. After several attempts we were not able to get to the regular therapy screen.  After several steps, when patient connected, received message about the tutorial and once she completed and marked not to play again, patient reported back to main therapy screen. With instruction patient decreased setting to more comfortable level and said that their toes are okay now. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed general programming guidance and explained that it is not recommended to increase the setting beyond the level of comfort. Patient will monitor for a few days and provide update later in the week. No further complications were reported/anticipated at this time.